Manufacturer narrative:
This report is being filed as part of agilent's commitment to due diligence reporting.. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The (B)(6) customer reported staining alteration. The customer continues to use the instrument and stated that staining will continue with repeats as necessary. The problem has yet to be investigated by a field service engineer, but fse has indicated the aspiration and dispense check valve may need to be replaced due to customer description. Diagnostics were not altered. This investigation thus far has yet to identify any instrument malfunction or alteration in instrument performance. In the event resolution is identified, this new information will be provided via a supplemental report. No direct or indirect patient harm or user harm have been reported.

Event description:
The spain customer reported staining alteration. The customer continues to use the instrument and stated that staining will continue with repeats as necessary. The field service replaced the buffer pump, waste filter, aspiration and dispense check valve, and associated tubing. The instrument is fully operational, within specification and ready for the user. Diagnostics were not altered. No direct or indirect patient harm or user harm have been reported.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated.